Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 292 mg/dl. Customer stated that she is getting the alarm during a bolus. Customer was advised to do a complete set change as soon as possible. Customer does not want to return the set or reservoir for analysis. Customer cannot troubleshoot at this time because she is out in public. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.